Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The pump was connected to a power source for over an hour and was able to be turned on. Customer reported blood glucose level was not impacted. Reportedly, the customer will continue using the pump for insulin therapy.